Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant low results for 1 patient sample tested for ise indirect na and k for gen.2 on a cobas 6000 c (501) module. The initial na result was 87 mmol/l. The repeat result was 130 mmol/l. The initial k result was 2.72 mmol/l. The repeat result was 4.11 mmol/l. The incorrect results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The analyzer was recently installed on (B)(6) 2018 and the electrodes were installed the same day. The na electrode lot number was h43. The expiration date was not provided. The k electrode lot number was p7465. The expiration date was not provided. The field service engineer (fse) visited the customer site and did not identify any issues. The customer stated they may have forgotten to clean the sample probe. A contamination or electrode issue can be excluded since both na and k results were affected. Based on the data available, the investigation was unable to find a definitive root cause. The customer has not had any further issues.